Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a single cable connection error. Based on the log files analysis, the uli (user location interface) lost communication to the io-box (a signal input/output module), in which case the system went into bypass mode. This could be caused by the unstable cable connection between uli2 and io-box. The service engineer reseated the connection between uli2 and io-box and the system was monitored for a specific time without similar recurrence. This is considered a single and first known case. Therefore, no further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. During an angioplasty procedure, the user reported that the system went into "bypass fluoro". The user restarted the system, however, the system did not recover. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. It was later reported that the customer performed a switch off/on and the system recovered. We are unaware of any impact to the state of health of the patient involved.